Manufacturer narrative:
Visual inspection was performed. The entire length of the wire was examined and anomalies were observed. It was observed that device is separated (broken) in two segments, one segment (distal end) is approximately 7.5 cm length the rest of the wire is 143 cm length, measured using the calibrated ruler: (B)(4). (Max length specification 150 +/-2.0 cm). Therefore after analysis end evidence performed it is determined that the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a right ureteroscopy, laser lithotripsy and insertion of stent procedure performed on (B)(6) 2013 according to the complainant, during the removal of a sensor guidewire in the right kidney the doctor noticed that approximately 5 cm of the wire had broken off and was left in the right ureter but was successfully retrieved. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a right ureteroscopy, laser lithotripsy and insertion of stent procedure performed on (B)(6) 2013 according to the complainant, during the removal of a sensor guidewire in the right kidney the doctor noticed that approximately 5 cm of the wire had broken off and was left in the right ureter but was successfully retrieved. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.